Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine at unknown concentrations and doses via an implantable infusion pump. The indications for use were noted to be non-malignant pain and lumbar radiculopathy. It was reported that the patient saw code 8476 on her personal therapy manager (ptm) which indicates a motor stall. The patient had not heard an alarm. She had not been exposed to any magnetic sources. She reported that she was "sure drug [was] still being delivered because if it wasn't we wouldn't be having this conversation," but she did note that she was "in discomfort." She also noted that she had muscle spasms and was taking oral baclofen to "work in harmony with the pump." The spasms were being addressed by the baclofen. The patient was redirected to follow up with her healthcare professional (hcp) to have her pump checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's 8476 error code was investigated by their physician and the pump did in fact cease to function. The patient is scheduled for replacement surgery on (B)(6) 2019.